Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03088. It was reported that when the patient presented remotely via merlin.net transmission, atrial lead noise, multiple noise reversions, and auto mode switch (ams) were observed. Multiple non-sustained rv oversensing episodes due to t-wave oversensing were also noted. The patient was stable.